Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported being hospitalized with high blood glucose. The customer stated that his admission was not related with the insulin pump, and the customer did not provide more information at time of call. Attempted to contact the customer several times, but no answer and voice box was not set up. No further information was provided.